Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported broken door which was reproduced when opening the door. The device failed to recognize an open-door state caused by a failed upper latch switch. No related door alarms were verified through a review of the event history log. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a broken door. There was no patient involvement. No additional information is available.